Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a pump alarm occurred. As per the pump's long session report, the pump motor stopped (stalled) two times for approximately 30 minutes. The onset / date of the event was not specified. There were no known environmental/external/patient factors that may have led or contributed to the issue. No actions were taken to resolve the issue. The issue was not resolved as of 2026-may-16. The pump was planned to be explanted. Surgical intervention was planned but not yet scheduled. The patient was without injury regarding their status as of (B)(6) 2026. The patient¿s medical history and age at the time of the event was unknown or would not be made available.